Manufacturer narrative:
Investigation: visual inspection revealed that the cold jaw was exposed at the tip of the silicone boot, and the silicone piece had detached. There were no signs of clinical usage and no evidence of blood. Resistance measurements were found to be out of specification. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test, it would not produce steam or heat. Based upon this, the reported failure "failure to deliver energy" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vessel harvesting procedure, the vasoview hemopro had no power. A new kit was used to complete the procedure. There were no pt effects. The product was returned.